Event description:
It was reported that the patient received a shock and was presented to the emergency room (ER). Upon review, technical services (ts) indicated the episode was appropriate. The field representative requested information about missing s-electrocardiogram (ECG) data and explained that there is more marker data than s-ECG data. It was noted that the device showed the forty-four seconds prior to charge begin and then the s-ECG prior to shock. Ts indicated that was normal behavior and mentioned that the rate appeared to be around two hundred beats per minute and no oversensing was seen, however the rate was vacillating right at cutoff. Ts recommended that if patient was symptomatic consider reprogramming. Additional information was received which indicated that, this device was explanted due to therapy upgrade. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.